Manufacturer narrative:
This report is filed, (B)(6) 2016. Battery currently unavailable.

Event description:
It was reported that the rechargeable battery was "oozing". The battery was exchanged and it was requested that the battery in question be returned for analysis. There was no report of an injury associated with the complaint. The battery has not been made available for analysis as of the date of this report, (B)(6) 2016.